Event description:
Stent came off with the casing while being prepped. If the stent made it into the body before balling off there could have been harm to the patient. Because it fell off outside of the body there was no harm to the patient.